Event description:
It was reported on (B)(6) 2015 that the patient had noticed he was gradually losing therapeutic benefit from the device since (B)(6) 2013. He was still getting benefit, just not to the level that he would like. The patient¿s tremors had progressed and were still present with the stimulation on. He really 'tremored' when his arms were outstretched and when he brought them into his face the tremors got worse. The reporter stated that the patient¿s disease had progressed and maybe he was ¿building a tolerance to the therapy.¿ the reporter also took impedances and read a low, out of range impedance value of 36 ohms on the combination of 0 and 3. They spent two hours programming the patient to try to get the best outcome with little success on the day of the report. Three days later it was reported that the patient was still getting great efficacy with the battery turned on as opposed to off. The cause of the event was not determined. X-rays were negative and the patient would be referred to neurosurgery for next steps. He was receiving effective therapy, but some tremors still existed. No interventions or cause of the issue was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v571555, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va04h0h, implanted: (B)(6) 2013, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708660 , serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# v571555, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# va04h0h, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Follow-up received from the healthcare provider (hcp) reported that the patient&#62688;entire system was explanted. Here was no additional information provided.